Event description:
It was reported that the doctor put algisite ag on the peel-off wound made by an electric dermatome and when the dressings were removed from the skin after 3 days, it was confirmed the skin necrosis colored white/yellow so the surgeon performed a debridement of necrosis. The part was uninfected.

Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please see file for the results of our investigation.

Event description:
Current patient status: epithelized.